Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). It was reported there is a scheduled lens removal and replacement and noted "rescheduled os case os in between powers back up". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)